Event description:
The patient reported that the infusion device does not properly display the a2 (low battery) alert and the device shuts down. She stated that she is able to change the battery and the infusion device functions properly. This occurred 2 times during (B)(6) 2009. No physiological effects were reported. She also reported an issue with the button of the infusion device, no further details were given. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.